Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated a 3.0x25mm. De novo, 100% stenosed lesion of the proximal circumflex. Treatment consisted of predilation with a 2.75x14mm balloon to 18atm, deployment of a 3.0x28mm taxus express2 stent at 10 atm, and post dilation using the stent delivery balloon to 8atm resulting in 0% residual stenosis and timi 3 flow. Post stenting ivus (intravascular ultrasound) confirmed the stent was implanted properly. The pt was discharged 14 days post procedure on bayaspirin and panaldine. In 2008, impaired liver function related to panaldine was confirmed, and the pt's medications were changed to plavix and bayaspirin. At the six month follow up, no angina was present. The pt returned in early 2009, and ischemia was confirmed along with restenosis of the proximal circumflex. The following month, the pt was treated for 75% restenosis with another manufacturer's drug eluting stent resulting in 0% residual stenosis. The pt's status was reported to be better post reintervention. One month and three months following the reintervention the pt was noted to have no angina.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.